Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was microscopically inspected, and leak tested. Microscope evaluation identified bodily fluid contamination within the component; therefore, it was not functionally tested. In addition, it was noted that the pump tubing was cut down to the pump block and not returned for analysis. The component passed the leakage examination. Based on the information available and analysis results, the reported clinical observations of device not working properly and a crack in the connecting tube could not be confirmed.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the cylinder was identified. The pump was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the cylinder was identified. The pump was removed and replaced. There were no patient complications.